Manufacturer narrative:
On 16-mar-2021, mentor received additional information regarding the implantation side and procedure that the patient underwent. The complaint device was implanted in the patient¿s left breast. Initially, it was not known what type of breast surgery that the patient underwent with the complaint device. However, additional information revealed that the patient underwent a revision breast augmentation with the complaint device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative rupture (side unknown). Ultrasound performed on (B)(6) 2020 indicated the rupture. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2021.

Manufacturer narrative:
On 26-apr-2021, mentor received additional information regarding the patient's information and suspected medical device. The patient identifier is (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation of the returned device, a tear (a) was observed in the anterior view measuring approximately 0.2 cm. Leak testing was performed according to mentor procedure, and it identified a tear (b) within a crease/fold at the anterior aspect measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the tear a could not be identified. Although no conclusion could be reached on the cause of the tear a, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The evaluation determined that the cause of the rupture b is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).